Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor auto-zero failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. There was also no delay in therapy nor medical intervention reported as a result of the device alarm. The customer informed the authorized service provider (asp) that the device produced the autozero alarm during use. The ventilator was replaced with a backup ventilator from the hospital. The asp visited the customer site and was initially unable to confirm the reported autozero alarm because the device was turned off but was able to confirm the error code was observed in the error log. The device was collected for service. This investigation is ongoing.

Manufacturer narrative:
The customer informed the authorized service provider (asp) that the device produced the autozero alarm during use. The ventilator was replaced with a backup ventilator from the hospital. The asp visited the customer site and was initially unable to confirm the reported autozero alarm because the device was turned off but was able to confirm the error code was observed in the error log. The device was collected for service. The asp evaluated the device and confirmed the occurrence of the proximal pressure sensor auto-zero failed alarm in the device event log. The asp replaced the solenoid valve to resolve the issue. Following the device repair, the asp completed a comprehensive inspection, cleaning, and function test. The investigation concludes that no further action is required at this time.